Event description:
It was reported that during a spinal procedure at the user facility, the a part of the tracker was loose. It was reported that during the evaluation of the device at the user facility, the part that was loose was found to be the interface of the tracker. Back-up equipment was used to complete the procedure successfully and with the use of navigation. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The tracker was destructively tested and will not be returned to the user facility.

Event description:
It was reported that during a spinal procedure at the user facility, the a part of the tracker was loose. It was reported that during the evaluation of the device at the user facility, the part that was loose was found to be the interface of the tracker. Back-up equipment was used to complete the procedure successfully and with the use of navigation. No clinically significant delay, no adverse consequences and no medical intervention were reported.